Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump to charge. Blood glucose was 186 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.